Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch. The ra lead was explanted and the patient was implanted with a leadless pacemaker. The patient was in stable condition.